Event description:
The patient stated their pump only lasted five years. It was unknown what the pump contained at this time. Symptoms, interventions, and outcome were not reported. Additional information was requested.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Product ID: 8703w, lot# l43896, implanted: (B)(6) 1997, explanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).